Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nodules on neck, swollen arterial glands, nausea, dizziness, burning eyes, light headed, headache, nosebleeds, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged having nodules on neck, swollen arterial glands, nausea, dizziness, burning eyes, light headed, headache, nosebleeds, difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in the base unit. During external examination of the device, observed black particulates, consistent with degraded foam on the iso port. Observed that some of the foam was missing from the left side of the blower box. Observed degraded foam particulates varying in size, throughout the blower box and on the blower motor. Observed that some of the foam particulates had a moist appearance and that they were adhering to the blower motor intake area. The manufacturer concludes that, found evidence of sound abatement foam degradation or breakdown and was not able to confirm the complaint of a strange odor and address the symptoms specified.